Manufacturer narrative:
Note: product reference 4433750 is not cleared for sales in the USA, but it is similar to the product reference 5433750 cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No similar complaint has been reported to us on this batch of access ports. Investigation: despite our requests, the device was not returned for analysis. Conclusion: without the device, it is not possible to conclude on the root cause of the catheter migration only 9 days after its implantation. This type of incident is a known potential adverse event of the implantation of access ports. This is a rare incident. No corrective action is envisaged.

Event description:
On (B)(6) 2022, patient went to hospital for treatment through chemoport. Withdrawal of blood was not possible during patency checking using chemoport needles. Treatment was stopped immediately. Patient was then sent to radiology department for x-ray screening to troubleshoot the root cause. Under x-ray image, chemoport's catheter was found to be dislodged. Chemoport inserted on (B)(6) 2022.